Manufacturer narrative:
Citation: marco barbanti. Comparison of suture-based vascular closure devices in transfemoral transcatheter aortic valve implantation. Eurointervention. 2015 oct;11(6):690-7. Doi: 10.4244/eijv11i6a137 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes with the use of two haemostasis strategies after transfemoral transcatheter aortic valve implantation. All data were collected from a single center between january 2012 and october 2014. The study population included 278 patients (predominantly female; mean age 81 years), 171 of which were implanted with medtronic corevalve® (serial numbers not provided). Among all patients adverse events included: stroke; myocardial infarction; and vascular complications, including dissection, residual bleeding, and intervention for injury. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.